Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after having a syncopal event. The device remains implanted and the patient will continue with routine follow up appointments. No additional adverse patient effects were reported.